Event description:
On (B)(6) 2025, the user reported experiencing hyperglycemia with blood glucose (bg) of 341 mg/dl following inaccurate readings from a libre 3+ cgm while using the ilet bionic pancreas system. The user confirmed elevated glucose on the ilet, verified by fingerstick, calibrated the sensor, and reported that bg levels were decreasing. No hospitalization or long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.